Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) lowered to 59 mg/dl. The customer's husband provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the paramedics were contacted to provide assistance for the low bg event; however, no assistance was needed. Recommendation was made to consult with healthcare provider regarding diabetes management.